Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure the implantable cardiac monitor (icm) pushed its way out of the skin. The icm was replaced. No patient complications have been reported as a result of this event.